Manufacturer narrative:
An event regarding pain involving a triathlon ps fem component, cemented was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: the provided records were rejected for review by a consulting clinician. The clinician cannot confirm the event. Additional clinical record for all revisions, and x-rays would be required to provide a meaningful dictation for this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the exact cause of the reported pain could not be determined. Based on the information provided there is no evidence the event is device related. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that this patient had a right total knee revised due to pain. Took tibia off and re-cemented the new tibia and new insert.

Event description:
It was reported that this patient had a right total knee revised due to pain. Took tibia off and re-cemented the new tibia and new insert.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.